Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was 89 mg/dl at the time of the occlusion and was about to eat dinner. Tandem technical support had the customer perform a system check. The tubing and cartridge appeared to be the cause of the occlusion. The customer changed cartridge, tubing and infusion site. Insulin delivery was resumed without any further occlusion alarms.